Event description:
A nurse reported that before surgery an ophthalmic microscope exhibited rusted button and that could not be used. There was no harm caused to patient. Procedure details was not reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A manufacturing device history record (DHR) review was performed to ensure that the product was manufactured in compliance with the device master record. A review of the database for the non-conformance events and the complaints showed that the given lot number was not concerned by any deviation and that there is one additional complaint regarding the same which was filed by the same reporting entity. The investigation is completed based on the evaluation of the returned sample illustrated below. The shipment associated with this complaint included three sutherland handles as indicated above. The handles came in their original packaging. For two of the instruments, the security seal and the stick-on label where still intact, indicating that the product was not opened by the customer. For the third instrument, the security seal was broken and from the primary packaging with the manufacturer banderoles, it could be seen that the instrument was unpackaged completely. All three instruments were unpackaged and subjected to a rigorous visual inspection regarding any signs of rust/corrosion. However, no rust could be identified and the products were found to be in working condition. Therefore, the returned instrument meets specifications and the reported event could not be confirmed. The returned product met manufacturer¿s specifications and the customer's complaint is not confirmed. No action was taken as the returned sample met specifications for tests performed in relation to the reported event. The manufacturer internal reference number is: (B)(4).